Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/23/2025 the user reported repeated alert 65 on the ilet. Despite restarts, the alerts persisted, and a replacement was offered. On (B)(6) 2025 the user reported the alert cleared after lowering the volume. The user will monitor the current pump for 12 days before deciding whether to switch. The blood glucose was not affected.